Manufacturer narrative:
Additional narrative: correct lot# in the previously reported investigation is t132456. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was performed on the part #: 391.905, lot #: t132456. Manufacturing date: 24-oct-2016. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for critical features and for cutting function (three times with a 1 mm cerclage wire) at the final inspection on 21-oct-2016. No non conformance reports (ncrs) were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016 when cutting a kirschner wire the cable cutter broke. There was no patient harm and no prolongation of surgery was reported. Reported concomitant devices: kirschner wire (part and lot number unknown, quantity: 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device cable cutter-standard, part number 391.905, lot number 132456. The subject device was returned to the manufacturer with the complaint condition stating: the received condition of the pinch cutter is that the left insert has fallen out. Otherwise the device is in good condition. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The left insert is fallen out. A visual inspection reveals that brazing material is present. The parts were checked 100% for cutting function at three different points of the cutting edges with a 1 mm cerclage wire (art. #818.3500) at the final inspection on 21-oct-2016. All parts were found to be conforming. The device should only be used to cut cable. No manufacturing issue was found during investigation, therefore no prm documents were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.